Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the pump vibrated and said it was delivering a bolus that was not programmed; the bolus history reportedly showed a bolus performed for 0.0 units of 0.0 units. The reporter stated that later the patient stated that the pump delivered a 1.0 unit bolus which was also not programmed; there was no reported blood glucose excursion due to the issue. The reporter stated that the patient started using a cell phone holder with a magnetic closure to hold the pump. Customer support advised the reporter not to expose the pump to magnets per the user guide instructions. The reporter stated that there were no keypad issues. The reporter stated that since the patient stopped using the cell phone holder, there were no further issues. This report is made based on the allegation that the pump delivered unprogrammed insulin.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed the bolus history for the date of the alleged event of (B)(4) 2012 had been overwritten due to continued patient use. The pump history did not reveal any alarms or warnings outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
(B)(4). The insulin pump investigation was performed by product analysis on (B)(4) 2012.